Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/17/2021. H.6. Investigation: bd received 83 samples (material# 367812, batch# 0098248) and 1 photo for investigation. The photo was reviewed and only showed the product label information. The customer¿s indicated failure mode for leakage with the incident lot was not observed from the photo. Additionally, 30 customer samples were evaluated by draw testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® serum blood collection tube experienced sample leakage. The following information was provided by the initial reporter: translated to english. The customer stated: while the blood sample is in the process of resting, it was found that the nozzle of the tube leaked with the blood samples when placed flat. There was no contact, no harm or impact on patients and users."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) serum blood collection tube experienced sample leakage. The following information was provided by the initial reporter: translated to english. The customer stated: while the blood sample is in the process of resting, it was found that the nozzle of the tube leaked with the blood samples when placed flat. There was no contact, no harm or impact on patients and users."